Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8015 s/n (B)(4), found some devices that could not locate while field service from bd upgraded devices to v9.33, (B)(6) tried to flash 8015 device to v9.33 but is giving him an error code 255-3278-275, he also tried second device to flash to v9.33 and is giving him the same error code. I told (B)(6) that the error code has something to do with corrupted firmware. I suggested to try re-copy a fresh files to compact flash and re-flash 8015 devices, also I told (B)(6) if error code continue to show up, there is a possibility that compact that he is using is faulty.